Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report that in (B)(6) 2012 the patient was admitted to the hospital with a diagnosis of dka. The patient was removed from ipt due to a 50 pound weight gain. The patient also experienced the symptom of rashes. The patient was admitted to the ICU and treated intravenously with insulin. No further information was provided about the patient¿s status or the pump as the reporter could not remember any further details from 1.5 years prior. No pump troubleshooting could be performed. No information was available about the patient¿s status or the pump settings and functioning prior to the patient¿s hospitalization. However, as the patient allegedly was hospitalized in dka while using the pump, this complaint is being reported.

Manufacturer narrative:
Date of event: (B)(6) 2012.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/16/2013 with the following results: testing was unable to duplicate the reported complaint. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Unrelated to the complaint, a pinkish contrast was observed in the display screen and a crack was observed near the case seal of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.